Event description:
It was reported that prior to implant, while still in sterile package, intermittent rf telemetry issue was observed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field reported event of an rf telemetry anomaly was confirmed via review of the device image in the laboratory. The device was tested on the bench and our automated testing equipment and device functions are normal. No anomalies were found. The cause of the rf telemetry anomaly was found to be an impedance mismatch anomaly.